Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ shielded IV catheter was placed in the patient's left forearm for analgesia administration. Three days later, the patient reported being in pain and the catheter was removed to reveal it had fractured off into the patient. The patient was then taken to the pavilion to remove the "surgically fractured part". The following information was provided by the initial reporter, translated from spanish to english: on (B)(6) 2019, a nursing intern, under the supervision of the nurse in charge, installs a bd insyte 22g catheter (conventional) to a patient in the left forearm (without incidents) of the medical unit surgical for analgesia administration. On (B)(6) 2020, the patient reports a lot of pain, so the catheter is removed and it is observed that it is fractured, for that reason the patient had to be taken to the pavilion to remove the surgically fractured part.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and determined that the catheter was cut away from the patient. Based off the provided photo the engineer was unable to verify the reported defect. The cut appeared to have been made by an external force and not caused by a product defect. However, without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the unspecified bd insyte¿ shielded IV catheter was placed in the patient's left forearm for analgesia administration. Three days later, the patient reported being in pain and the catheter was removed to reveal it had fractured off into the patient. The patient was then taken to the pavilion to remove the "surgically fractured part". The following information was provided by the initial reporter, translated from spanish to english: on (B)(6) 2019, a nursing intern, under the supervision of the nurse in charge, installs a bd insyte 22g catheter (conventional) to a patient in the left forearm (without incidents) of the medical unit surgical for analgesia administration. On (B)(6) 2020, the patient reports a lot of pain, so the catheter is removed and it is observed that it is fractured, for that reason the patient had to be taken to the pavilion to remove the surgically fractured part.